Event description:
An implant card reported that the patient had generator and lead replacement on (B)(6) 2014. The reason for replacement was not provided. It was clarified that the patient had replacement due to battery depletion and high lead impedance detected. The hospital discards explanted products after surgery. Therefore, analysis is unable to be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.